Event description:
It was reported that the customer had a blood glucose level of over 400 mg/dl. The customer treated herself with a manual injection. The customer stated she had received a no delivery alarm from her insulin pump, which was resolved by an infusion set change. Troubleshooting was declined. The customer also had two broken belt clips replaced. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).